Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was opened during a colonoscopy procedure. According to the complainant, during preparation prior to the procedure, the physician noted that the snare loop would not extend from the sheath. The procedure was completed with another rotatable medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation result: flare detached.

Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found a curve in the strain relief, a kink in the catheter and the flare detached at the proximal section of the catheter. There were marks noted in the catheter from the flare process. Residue was noted inside the catheter and on the loop, indicating use or handling. Functional evaluation could not be performed due to the fla detachment. The complaint that the snare loop failed to extend was confirmed; the detached flare prevented device actuation. Although it was reported that the issue was noted during preparation, the residue found on the device suggests that the device was used. Manipulation of the device during the procedure probably caused the kink in the catheter and the curve in the strain relief, causing resistance during device actuation. Continued actuation against this resistance can ultimately cause flare detachment, making the snare loop unable to extend. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.